Event description:
The customer reported a leak from the white blood cell (wbc) and red blood cell (rbc) baths of a coulter act diff analyzer. The customer indicated that approximately 250 ml of fluid leaked and was not contained within the instrument. The operator was wearing a laboratory coat at the time of the event and the customer's hand came in contact with the liquid from the leak. The operator immediately washed her hands with soap and water and inspected her hands to find no cuts, punctures, or openings in the skin. The operator did not seek medical attention and there was no injury reported as a result of the event. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and confirmed the white blood cell (wbc) and red blood cell (rbc) baths overflowed as a result of a clog in the tubing at pinch valve lv13. The fse replaced the tubing at pinch valve lv13 to allow the baths to drain and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).